Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing was observed via merlin transmission. Patient was asymptomatic. Device was reprogrammed with no further issues. Device remains implanted.